Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient's father was instructed on pairing the receiver and transmitter. Advised the patient's father to remove all bluetooth devices from the immediate area, perform a paper clip reset on the receiver and started the sensor using the receiver only. The issue was resolved as the patient's father indicated that he successfully paired and started a session with the receiver. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.